Event description:
Information received from the intreped clinical database. Treatment of a right unruptured ica (internal carotid artery) / other paraophthalmic aneurysm measuring 11.7mm x 5.0mm. It was reported that the patient underwent pipeline embolization treatment on 07/21/2009 and her visual acuity decreased on (B)(6) 2009. It was reported that the patient's condition resolved on (B)(6) 2010. With steroid medication.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).